Manufacturer narrative:
Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2019, product type: extension; product ID: 3389s-40, lot# va09e60, implanted: (B)(6) 2013, explanted: (B)(6) 2019, product type: lead; product ID: 37603, serial# (B)(4), product type: implantable neurostimulator; product ID: 37612, product type: implantable neurostimulator; product ID: 37612, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3708660, serial#: (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2019, product type: extension. Product ID: 3389s-40, lot#: va09e60, implanted: (B)(6) 2013, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3708660, serial/lot #: (B)(4), ubd: 24-may-2017, UDI#: (B)(4). Product ID: 3389s-40, serial/lot #: (B)(4), ubd: 30-may-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were high impedances at the used contacts causing poor tremor control. The patient reported falling before experiencing side effects. The battery was replaced and twist lock cable was used to test lead wire. After testing the lead wire during surgery, it was concluded the problem was indeed in the lead wire being fractured and it would require a revision surgery. On (B)(6) 2019 it was reported that the patient had two implants and both were removed and replaced with rechargeable implantable neurostimulator (ins)'s. The first ins was replaced due to normal battery depletion, the other was replaced as it was determined the ins had damage to it and had damage to the cables at the brain site. It was determined that one of the ins's was damaged on (B)(6) 2019. The revision was stated to have occurred (B)(6) 2019. It was also reported that the patient was implanted with two new rechargeable ins's last friday and one of them was not taking charge. It was stated the healthcare provider (hcp) determined after surgery that the new ins wasn't working, so they turned the ins off, because it wasn't sending anything up to the brain as there was damage to the cables from the previous implant. This was stated to be why one of the ins's were replaced. It was stated they would be having surgery on thursday to fix those leads. On 2019-11-14, additional information was received from a manufacturer representative (rep). It was reported that the left lead and extension were explanted and replaced. Impedances were all normal after replacing these two wires. On 2019-12-03 the following additional information was provided: the ins was not turned on after surgery due to a continuation of the lead issue. There was no separate issue with the new ins that was placed. The ins that was removed and replaced on (B)(6) 2019 was 37603 with sn (B)(4) on the left side. The left side was stated to be the side that had issues. The ins was removed and replaced due to damage. It was clarified that on (B)(6) 2019 the left ins was replaced and on (B)(6) 2019 the lead/extension revision occurred and all impedances were normal post-op on (B)(6) 2019 with the initial issue resolved.